Manufacturer narrative:
The customer reported complaint for the platform intermittently stopped compressions without an error message displayed was confirmed during archive data review. However, analysis of the autopulse platform revealed no problems found. The autopulse platform performed as intended. The platform was tested for 30 minutes with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed initial functional testing. Review of the archive data indicated multiple user advisory (ua) 02 (compression tracking error), user advisory (ua) 45 (not at "home" position after power-on/restart), user advisory (ua) 20 (drive shaft out of range) and user advisory (ua) 18 (motor on for too long during active operation) on the customer reported day. User advisory are the clearable error messages and are designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. User advisory (ua) 45 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua 45 error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. User advisory (ua) 20 error message was due to the encoder drive shaft not being within the normally acceptable range of positions. Typically, if the ua 45 is not resolved properly, it leads to ua 20 because the drive staff is not restored at the home position. The user advisory (ua) 18 alerts the operator that either the patient was too small or there was no load change detected during take-up of the lifeband. Following the service, the autopulse was tested functionally and passed successfully with no issue or faults observed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during device training using a manikin, the autopulse platform intermittently stopped compressions with an unknown error message. No patient involvement was reported.